Event description:
It was reported that after the intra-aortic balloon was inserted uneventfully, the spring wire guide was removed and the central lumen was aspirated. However, there was no evidence of blood returning. The catheter was repositioned, but still no blood could be aspirated. The intra-aortic balloon was removed and replaced with no pt complications.